Manufacturer narrative:
The product was not returned so the evaluation was unable to be performed. Therefore an investigation for cause was unable to be performed. The complaint was not confirmed.

Event description:
A sales manager initially reported that on (B)(6) 2018, a mcl65a laryngoscope broke while the doctor try to insert the instrument. There was no patient injury/death alleged or medical intervention required. The patient was prepped for surgery and there was a delay in surgery due to product problem (unspecified time). Additional information received on (B)(6) 2018 reports that the laryngoscope was in the patient¿s mouth and the handpiece was in the doctor¿s hand during placement. The patient was under general anesthesia and during the alignment of the laryngoscope, it broke. There was a 30-minute surgery delay, however, there was no patient impact.

Event description:
N/a

Manufacturer narrative:
Additional information - d10, g4, g7, h2, h3, h4, h6, h10.the device was returned for evaluation. Welding at the non-active part of the instrument partially loosened. A lack of material during the realization of the welding can be the cause. However traces of tightening or loosening are present inside the instrument that have not been made by us. The customer has potentially tried to repair. DHR for lot no. 4127053 reviewed and no anomalies that could be associated with the complaint were observed. The reported complaint was confirmed. Between (B)(6)2019 and (B)(6)2020 , approximately(B)(4) mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted donna engleman, director of regulatory programs, office of product evaluation and quality and michelle rios, assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.